Event description:
Reduced hip with trial and was fine. Once real head implant was on; it would not reduce. Could not get the spacer out of the head; so another spacer needed to be used. Surgery delay of 15 minutes.